Event description:
It was reported that the 9600 system locked up and shut down on its own during a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller reported blood glucose results of 19 mg/dl, 81 mg/dl, 69 mg/dl, and 79 mg/dl within 10 minutes on the compact plus system. Reported symptoms of hypoglycemia for which the customer was able to self-treat. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.